Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) biliary duct cannulation procedure to treat jaundice and bile duct stricture due to lithiasis performed on (B)(6) 2025. During the procedure, when the physician inserted the sphincterotome into the papilla to cannulate bile duct, the cutting wire broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another truetome 44. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.